Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of post-implantation peritonitis and systemic eosinophilia in a patient coincident with physioneal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd) due to chronic renal insufficiency. Action taken with physioneal and extraneal therapies were not reported. On (B)(6) 2012, the patient's effluent was cloudy. The physician made the diagnosis of post-implantation peritonitis, but in further course the patient developed a systemic eosinophilia. Treatment was not reported. The patient recovered from this peritonitis event.